Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. After a guidezilla guide extension catheter was advanced, a 3.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, as the device was advancing into the guidezilla, it was noted that the stent struts were damaged at the transition point. The procedure was completed with another 3.00 x 20 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.